Event description:
On (B)(6) 2012 a 21mm trifecta valve was implanted. On (B)(6) 2020 an aortic valve replacement was performed. The trifecta valve was explanted and replaced with a non-abbott valve. Upon explant leaflet tear was observed. The patient is stable.

Manufacturer narrative:
An event of a leaflet tear seen at explant was reported. The investigation confirmed that all three leaflets contained tears. All three leaflets contained calcifications and had fibrous thickening. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012 a 21mm trifecta valve was implanted. On (B)(6) 2020 a redo avr was done and the valve was explanted. The patient is stable.